Event description:
This lead stuck in the valve during implant attempt and could not be freed. The lead was abandoned until a later date when it can be safely removed. Should add'l info become available, this event will be updated.